Event description:
It was reported that magnet interrogation was not successful for this pacemaker. Technical services (ts) was consulted and indicated the device appeared to be non functional at this time. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed. External visual inspection identified device was swollen around battery area. Device data was insufficient to obtain battery status. Found evidence of a failure, however, the cause could not be determined, as the hybrid current was normal, and battery analysis did not find any failure.

Event description:
It was reported that magnet interrogation was not successful for this pacemaker. Technical services (ts) was consulted and indicated the device appeared to be non functional at this time. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.